Manufacturer narrative:
No service was requested, the user facility performs service/repair by themselves. Presence of liquid was reportedly noted on the expiratory channel pc board. The pc board was replaced and the ventilator was internally cleaned and dried, tested normal and was cleared for clinical use. No parts were returned for investigation. Provided ventilator logs confirms the reported technical error code. Ingress of liquid/corrosive substance on pc boards can cause failure/short circuits, which might lead to a ventilator malfunction. The origin of the liquid is unknown.

Event description:
It was reported that the ventilator generated a technical error code indicating an internal communication error. There was no patient harm. Manufacturer's ref #: (B)(4).